Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint received with return of device. Failure event observed during analysis. Final analysis found insulation abrasion at 21.9-22.5cm from the connector pin. The abrasion was consistent with constant friction with another implantable device. (B)(6). (B)(4).